Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient's father called to report issues with two sensors that were not reading. The first sensor was reported to sometimes not read and occasionally show inaccuracies compared to the finger stick. The parent noted that the finger stick showed 272 or 274 mg/dl, while the phone displayed readings of 42, 41 mg/dl, and sometimes very low readings. He also mentioned that sometimes the number would disappear. The reporter stated that he removed the sensor last night around 8:00 pm (B)(6) 2025 and inserted another one around 9:00 pm. The school nurse called the reporter to say the patient's sensor was "not working," showing a low number while the finger prick was 347 mg/dl. During the call, the sensor was still showing low. Later, the reporter mentioned that the sensor worked fine from last night until 10:00 am, but then showed low. The finger stick showed 272 on the first test and 321 mg/dl on the second. He explained that the school nurse was concerned because the sensor was not connecting to the phone. The patient was given two packs of apple juice, which raised the blood sugar. The reporter stated that the differences were significant about 200 or 100 mg/dl. Sometime, it was reported that the patient was taken to the hospital while using dexcom; however further information about this event was not provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.